Event description:
The customer contact reported the piercing pin punctured a blood container; subsequently, a leak was noted. The tubing set was to be used to deliver 500 ml of packed red blood cells (prbcs) via a plum pump. The customer contact reported that after the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the blood container at an unspecified location. The customer contact reported that an unspecified volume of blood leaked. The customer contact reported that the blood container was refrigerated at 3 degrees celsius and was to be used within 30 minutes of removal from refrigeration. The blood container and tubing set were replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.